Event description:
While using the inner sheath during surgery, the white ceramic tip detached from the sheath and fell into the patient. The piece was retrieved from the patient with no patient harm.

Manufacturer narrative:
Visual inspection of the instrument confirms that half the ceramic tip is broken off. The ceramic tip also has a significant burn mark on the distal tip. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. A piece of the broken ceramic tip was not returned with the unit. Dents are noted along the length of the steel tube. The release button is partially broken at the color insert. The failure of the ceramic tip can be directly attributed to the significant burn spot noted on the tip. The excessive heat from the burn created a crack in the ceramic, which propagated through the material. The missing piece of ceramic may have been separated immediately or through lateral force exerted upon the instrument during extraction or insertion into the outer sheath. Dents found along the steel tube are often indications that excessive lateral force has occurred, which is another cause of the ceramic tip breaking and separating. Due to the presence of the burn mark, numerous dents on the tube and the fractured state of the ceramic tip, the cause of this failure is determined to be due to mishandling.